Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements. The most recent measurement is 136 ohms. A boston scientific technical services consultant stated consideration could be given to adjusting out of range shock impedance limit from 125 ohms up to 150 ohms as that would provide a means to alert the clinic to evaluate the impedance and assess if it is continuing to increase. Should the impedance exceed 150 ohms, the physician may need to consider the merits of a lead revision. The patient does not have history of shock therapy. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements. The most recent measurement is 136 ohms. A boston scientific technical services consultant stated consideration could be given to adjusting out of range shock impedance limit from 125 ohms up to 150 ohms as that would provide a means to alert the clinic to evaluate the impedance and assess if it is continuing to increase. Should the impedance exceed 150 ohms, the physician may need to consider the merits of a lead revision. The patient does not have history of shock therapy. The system remains in service and no adverse patient effects were reported.